Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell, white biological tissue and underweight. A visual and microscopic analysis was performed which identified: crease sharp broken and crease fold. Base on the device analysis the final assessment is: an broken crease sharp on radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side "rupture and exchange from textured to smooth breast implants due to the patients concern with the product."

Event description:
Healthcare professional reported right side "rupture and exchange from textured to smooth breast implants due to the patients concern with the product." Device has been explanted.